Manufacturer narrative:
(B)(6). One 5.5 mm drill flexible was returned for evaluation. A visual assessment of the drill confirmed the breakage. The drill has broken where the double helix transitions. The break area shows no material voids. The primary cutting surface shows wear. The device was sent to our supplier for additional evaluation. The supplier confirmed the device met print specifications. No root cause related to the manufacturing process could be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The flexible drill broke; the shaft was broken while over drilling. The broken tip was removed using a pean. The drill was used in positive rotation. No piece broke off into the patient. There were no anatomy or procedure exceptions; no extra force was required on the device used in this procedure than typical. The same tunnel was able to be used to complete the procedure. The operation was completed with another flexible drill. No patient injury or other complications were reported.